Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera cart screen displayed a flashing "waiting for (pc over ip) pcoip connection" message. It stayed on the screen for 30-40 seconds before resuming normal function without the error message. The main cart continued to stay on and the camera was functional. It is suspected that there was intermittent cable function. There was no delay to the procedure. There was no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735796, serial/lot #: unknown h3/h6: the system was serviced in the field and the system functioned as intended, no hardware was replaced. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.